Manufacturer narrative:
Device had a component out of specification. However, this did not cause or contribute to a death or serious injury.

Event description:
During the investigation of high lead impedance reported in MDR 1644487-2010-00931, the explanted generator was returned and underwent product analysis. During analysis of the generator, it was found that the generator would not communicate due to an "open" l2 choke coil, a component in the "receive" communication circuit. Prior to explant, there were no apparent indications of interrogation anomalies reported. The pulse generator module (with substituted l2) performed according to functional specifications as defined in the manufacturer electrical tests. Based on the electrical test results, the device exhibited current consumption rates that are within specification. Therefore, the electrical performance of the generator, as measured in the pa lab, will be used to conclude that no (other than l2) anomalies exist. This MDR is being submitted to capture the aforementioned observations made during product analysis of the explanted generator.